Event description:
It was reported that the patient was unable to adjust stimulation. The display was showing a ¿call your doctor¿ icon. The power-on-reset (por) condition was reported. This message was noticed the morning of this report. No previous issues had occurred. Clearing the por was reviewed during the call and the issue was resolved. No follow-up was required as all needed information was provided, no patient symptoms were reported, and the issue was resolved during the call.

Manufacturer narrative:
Concomitant: product ID 377760, lot# n0034662, implanted: 2005-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4). Product type recharger. (B)(4).